Event description:
Information received from a patient reported that their implantable neurostimulator (ins) had moved in their hip to the top of the skin and they weren't able to charge properly. The patient reported that it was uncomfortable to the point where they could hardly move. It was noted that the issue began in (B)(6) 2016. It was further reported that the patient underwent a revision surgery on (B)(6) 2016 for their pocket issue, but ever since the surgery, the patient had been in severe pain. The patient reported that they didn't know if it was surgical pain or pain because their device wasn't working right. It was noted that the patient's pain was in their hips and their device was supposed to treat back and hip pain. The patient stated that they felt like they did before ever having the ins put in. The patient was to follow up with their healthcare provider (hcp) to discuss the pain they had been experiencing. Additional information provided on 2016-oct-17 reported that the patient received their programmer and their pain was immediately resolved. Indications for use are non-malignant pain and degenerative disc disease/herniated disc pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.